Event description:
Customer reports a port on the set would not flow . The reported condition occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
The sample is not available for evaluation; therefore the reported condition could not be confirmed or duplicated and the assignable cause could not be determined. No deviations were found in the batch review. Should additional information become available, a follow up medwatch will be submitted. (B)(4)